Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that the patient presented to the hospital due to a device alarm. An x-ray confirmed that the right ventricular (rv) lead was dislodged. The lead was replaced. No patient complications have been reported as a result of this event.